Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventrio st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh using echo ps (device 1). Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device 1). Per op notes, "a ventralight st mesh using echo ps (device 1) was placed to the umbilicus using tacks." On (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of mesh (device 1) and implant of ventrio st (device 2). Per op notes, "an upper midline incision was then made. The mesh was then opened and there was adhesions underlying the mesh, these adhesions were taken down and the mesh (device 1) was removed. A ventrio st mesh (device 2) was placed to the abdominal wall and a synthetic mesh also placed." On (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia and umbilical hernia thereby underwent repair. Per op notes, "umbilical hernia was noted and above this the incisional hernia was also entered. The pannus was then removed off of the abdominal wall. The previous mesh was noted."